Event description:
The customer experience black outs and low blood glucose results between 1/03 and 9/04. Device read 148 points higher than it should have. The customer lost customer's sight in the left eye. Paramedics had been called but customer not sure of treatment received. Unknown if controls were in range. A request was made for the return of the suspect device and replacement product was sent.